Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not cutting properly. The event occurred during pre operation testing. There was no harm reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 13, 2018, it was reported that the unit was not cutting properly on a patient graft. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on december 4, 2018 revealed that the calibration was slightly out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The vespel and semi-circle bearings were loose. It was also noted that the width plate screws were bent. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on december 4, 2018 which included replacement of the screws, vespel bearings, and semi-circle shaft bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no major issue was found with the device during the product review that could be attributed to the device not working properly. The root cause of the reported event could not be specifically determined with the information that was provided. No major issue was found with the device during the product review that could be attributed to the device not working properly. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.